Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was discovered during routine check the cs300 intra-aortic balloon pump (iabp) unit had a autofill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and was able to reproduce the issue. The fse replaced pm kit 5000h and rectified issue. He then performed all calibration and functional tests to factory specification. The unit was kept under observation for 3 days and was then returned to the customer and cleared for clinical use.